Event description:
The acetabular shell moved, it was reported that it happened during physical therapy. The shell, liner and femoral head were replaced 1 month post op. Ref report # 3005180920-2013-00094.